Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be confirmed. The filing of this report is not an admission that the device caused or contributed to the reported event. Furthermore, the letter is being served to olympus along with other manufacturers for the unidentified morcellator. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported complaint. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus received a legal document which states that a patient underwent a robotic-assisted laparoscopic hysterectomy with the use of an unidentified ¿power morcellator¿, in the state of (B)(6). The legal document indicates, the patient developed a range of injuries including metastatic endometrioid carcinoma and ultimately expired on (B)(6) 2017 at (B)(6) of age. The document also alleges that prior to undergoing surgery, the patient was not warned of the high-risk that use of a laparoscopic power morcellator could cause the spread of cancer cells.

Manufacturer narrative:
Based a review of the complaint file, this supplemental report was submitted to provide a correction to section b2 (date of death).